Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent orif for distal radius fracture with the products in question. After about three locking screws was inserted in the plate distal hole, the surgeon tried to attach a quick drill sleeve in question to the second row proximal hole on the radial side, but he could not attach. He tried several times but just couldn't get the quick drill sleeve to attach. The guiding block was removed and the screw was inserted using a drill sleeve in va fixation mode. The surgery was completed successfully without any surgical delay. After the surgery, the sale rep inspected the instruments and found that only that hole could not attach the quick drill sleeve. Since other holes and different guiding blocks could be attached without any problem, it is thought that the hole proximal to the second row on the radial side of the guiding block was deformed. No further information is available. This report is for a 1.8mm universal variable angle locking drill guide. This is report 2 of 2 for (B)(4).